Event description:
Implant case was not fitting properly into its components. The cage was not holding together so it was unable to be used. The surgical technician was preparing the device when it was noted to be having a problem.======================manufacturer response for disk artf cerv 6x14mm, (brand not provided) (per site reporter).======================rep took device the same day of the surgery.